Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient (98.3 kg) with history of severe right ventricular (rv) heart failure and enlarged rv, biventricular ICD implant and history of dialysis, underwent a right sided idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade (requiring pericardiocentesis), cardiac arrest (requiring chest cardiopulmonary resuscitation (crp)) and death. Stereotaxis was chosen for the procedure and during the 29th ablation lesion at about 28 seconds into the lesion, there was an audible steam pop, and the ablation stopped by using the remote stop button. Up until this point, there was no indication of catheter malfunction or error messages. The last lesion demonstrated at approximately 28 seconds into a 30 second lesion there was a small rise in temperature of approximately 5c (from ~31 to 36c), and a 20-ohm impedance rise (from ~85 to ~115 ohms). However, temperature and impedance cut off values were not reached, the temperature remained below 40 degrees. Total ablation time in procedure was 25:40. A pericardial effusion was confirmed by intracardiac echo (ice) soundstar catheter. Then, the patient began to have a drop-in blood pressure and eventually lost a perfusing rhythm. CPR was provided, and during compressions, pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space; however, bleeding was not stopped. A pigtail catheter was able to be placed for drainage, but physicians were unable to get a larger bore catheter for rapid drainage. After 40 minutes of CPR without return of spontaneous circulation and given patient¿s clinical history and inability to be a candidate for extracorporeal membrane oxygenation (ECMO), resuscitative efforts were ceased, and patient was pronounced dead. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and probably patient condition related, according to the physician, the patient¿s death occurred due to the steam pop caused by ablation that resulted in pericardial effusion and tamponade, the bleeding could not be controlled via pericardiocentesis and patient was not a candidate for other interventions. Transseptal puncture was not performed during the case. Mapping and ablation were only done on the right ventricle. The flow was set at 30cc/min at 50watts. No error messages were observed on any bwi equipment. The smartablate generator was used in power control mode, the power was set to 50w and the temperature warning alarm was set to 42c with a cutoff at 44c. Although the incidence of high temperature and high impedance readings occurred, it was confirmed that the impedance and temperature cut-off values were not reached or exceeded, therefore, the overall health risk to the patient is low. The issue of a steam pop in itself is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon and not MDR reportable. This event has been assessed as MDR reportable for the patient adverse events.